Manufacturer narrative:
Date of event is estimated.

Event description:
Reported manufacturer report number: 3006705815-2022-18615. It was reported that the patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the existing leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.